Manufacturer narrative:
Device evaluation by manufacturer: the device was visually examined to reveal no initial abnormalities. A full functional test was performed with a 2-minute underwater pretest, a 5-minute freezing test, and a 2-minute active thaw test, and no functional issues were noted during this testing. The freezing test yielded some frost on the non-insulated portions of the handle including just up to the shaft/handle junction. The media provided was reviewed and it appears to show frost formation on the non-insulated handle portions of the device.

Event description:
It was that pneumothorax occurred, requiring an additional device. An icepearl 2.1 cx 90 degree needle was selected for a cryoablation procedure to treat cancer that had spread to the lungs from the colon. The icepearl 2.1 cx 90 degree needle performed as expected during the testing period and was placed in the patient. Upon placement of subsequent unknown devices, the patient developed a pneumothorax, and a chest tube was placed. After the chest tube was placed, the physician opted to start the freeze cycle for the icepearl 2.1 cx 90 degree needle. During the procedure, frost occurred on the shaft of the device where the needle connects to the handle of the device. The original device was used to complete the procedure.

Manufacturer narrative:
Device evaluation by manufacturer: the device was visually examined to reveal no initial abnormalities. A full functional test was performed with a 2-minute underwater pretest, a 5-minute freezing test, and a 2-minute active thaw test, and no functional issues were noted during this testing. The freezing test yielded some frost on the non-insulated portions of the handle including just up to the shaft/handle junction. The media provided was reviewed and it appears to show frost formation on the non-insulated handle portions of the device.

Event description:
It was that pneumothorax occurred, requiring an additional device. An icepearl 2.1 cx 90 degree needle was selected for a cryoablation procedure to treat cancer that had spread to the lungs from the colon. The icepearl 2.1 cx 90 degree needle performed as expected during the testing period and was placed in the patient. Upon placement of subsequent unknown devices, the patient developed a pneumothorax, and a chest tube was placed. After the chest tube was placed, the physician opted to start the freeze cycle for the icepearl 2.1 cx 90 degree needle. During the procedure, frost occurred on the shaft of the device where the needle connects to the handle of the device. The original device was used to complete the procedure. Additional information provided by the representative through the good faith effort process details that only one cryoablation needle was used in this event. The icepearl 2.1 cx 90 degree needle was placed prior to the pneumothorax.

Event description:
It was that pneumothorax occurred, requiring an additional device. An icepearl 2.1 cx 90 degree needle was selected for a cryoablation procedure to treat cancer that had spread to the lungs from the colon. The icepearl 2.1 cx 90 degree needle performed as expected during the testing period and was placed in the patient. Upon placement of subsequent unknown devices, the patient developed a pneumothorax, and a chest tube was placed. After the chest tube was placed, the physician opted to start the freeze cycle for the icepearl 2.1 cx 90 degree needle. During the procedure, frost occurred on the shaft of the device where the needle connects to the handle of the device. The original device was used to complete the procedure.